Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer stated that there was clear alarm and finished process. Customer also stated that when rewinding the insulin pump restarts to the same insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement. During rewind, an unexpected pump error 75 occurred. In addition to this, pump error sequence 68, 49, and 23 occurred unexpectedly as well. After further review of the device¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Device errors are probably due to a problem associated with the electronic assembly.